Event description:
It was reported by facility two cna's entered resident's room to find resident with left hip on floor and back to the edge of bed. Head and neck between mattress and siderail at head of bed. Resident found without pulse or respiration.